Event description:
The 20 gauge nexiva catheter (closed IV catheter system)was introduced into the patient's vein, however the back "port", where the stylet exits, leaked, creating an open system whereby blood entered the catheter despite the clamp being engaged. The patient endured another stick to ensure patent IV access.